Event description:
Boston scientific received information that this device declared elective replacement indicator (eri) and the beeping was programmed off. Approximately one month later, the device declared end of life (eol) and was beeping again as eol beeping is non-programmable. It was indicated the device declared eol due to charge times greater than 30 seconds. It was reported that this device would be explanted. No adverse patient effects were reported.

Event description:
Information was later received that this device was explanted. No adverse patient effects were reported as a result of the procedure.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, a review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two charge times greater than the charge time limit. End of life (eol) was declared following a single charge time greater than 30 seconds. The observed rate of battery usage was compared to the expected rate of battery usage and the results indicated the monitoring voltage was normal based on therapy use and programmed settings. It was concluded that this device did not experience premature battery depletion. Rather, the eri to eol time period was shortened due to a higher-than-typical buildup of internal battery impedance. The device was capable of detecting and treating arrhythmias, as the battery itself had sufficient capacity remaining to provide therapy if needed.